Event description:
While using clip applier during procedure, it fired 3 times then jammed. Clipper removed from pt and staff attempted to correct issue but were unsuccessful. New clip applier received on field and case proceeded without issue.